Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging unusual issue - when customer inserts strip into meter, all he gets is setup menu, and cannot advance past menu. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.